Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6600 system needs a new x-ray tube. No pt injury was reported.